Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturers policy. It was reported during a planned therapeutic peripheral procedure, the manufacturers catheter device became stuck on another manufacturers guidewire device. Upon removal the catheter was observed to be ¿stretched¿. Additional information provided, resistance was encountered upon attempting to remove the catheter over the guidewire after taking measurements. The rapid exchange portion of the catheter tore from excessive force applied to pull back the catheter as it was bound to the guidewire. The physician removed the catheter along with the guidewire and then put same guidewire back into patient to complete the case. Vessel: left iliac vein interrogation for may-thurner syndrome. The returned device was visually and microscopically inspected, damage was observed. Small portions of soft malleable material were missing from the catheter shaft. The probable cause of the missing catheter shaft material observed during the investigation is damage from use. The instructions for use (IFU) precautions: ¿do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully removed both the wire and catheter and do not use.¿ the manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because portions of the manufacture's device were missing. There is a potential for harm if the malfunction were to recur.